Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Constrained liner implanted (B)(6) 2015 dislocated and was revised.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed. Method & results: -device evaluation and results: no devices were available for analysis. - medical records received and evaluation. A review of x-rays indicated a dislocated constrained liner. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other events have been reported for the reported manufacturing lot. Conclusions the event was confirmed. Clinician review of the x-rays indicated a dislocated constrained liner. However, additional records such as clinical/past medical history, and operative reports are needed to determine the root cause of the reported event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Constrained liner implanted 7-7-15 dislocated and was revised.